Event description:
The customer reported that the insulin pump alarmed no delivery. The blood glucose reading at the time was 220mg/dl. Troubleshooting was performed, and the issue was resolved by changing the infusion set the day before. During the call, the customer mentioned while having a dinner he crashed and went unconscious for a few seconds. The wife punched him in the back; he did react and continued eating. His wife took him to the emergency room and was kept there for seven hours; then he was moved to another floor and released the next day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-82501.